Event description:
Additional information received noted that the pocket was revised due to swelling and calcification occurring around the implant site causing the patient discomfort. The possibility of device migration was noted.

Manufacturer narrative:
The device was returned due to a device migration. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the device pocket needed revision. The reason was not provided. The implantable cardioverter defibrillator was explanted and successfully replaced during pocket revision. The patient was stable.